Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that there was a temporal connection between the surgeon console communication error and activation of the emergency power off button on the tower. Analysis of the logs noted an error code for 'linked to surgeon console non-recoverable error - console input device motor controller communication loss' and an error code for 'linked to main system cont roller communication loss' were observed. These error codes are associated with an input arm failure, even though the input arm was able to successfully calibrate. The surgeon console was rebooted, but the errors did not clear. The system is now fully operational. Further evaluation of the logs showed occurrences of an error code for 'surgeon console calibration module failure' and an error code for 'surgeon console pedal or button pressed during calibration', during the calibration attempts. These error codes indicate that an input was detected during calibration, consistent with a button press or hand detection on the put device at a time when no input was permitted. This led to a button stuck condition. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication loss, caused by either error in activation of the emergency power off or input arm failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively following restarting the system and recalibrating the arms, the surgeon console threw a non-dismissible, non-recoverable error, indicating a loss of connection to the tower. The surgeon console was rebooted but still could not connect to the tower and the error recurred. The surgery was converted to a laparoscopic procedure pre-operatively due to the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively following restarting the system and recalibrating the arms, the surgeon console threw a non-dismissible, non-recoverable error, indicating a loss of connection to the tower. The surgeon console was rebooted but still could not connect to the tower and the error recurred. The surgery was converted to a laparoscopic procedure pre-operatively due to the issue. There was no patient involvement.